Event description:
Caller reported a heat and electrical issue with a pump, which was described as hot to touch. There was no adverse impact to the customer¿s blood glucose level reported as it did not exceed the 500 mg/dl mark. Technical support confirmed that the pump was under warranty and arranged for its replacement. The caller was advised to use multiple daily insulin injections as a backup therapy to ensure continuous insulin delivery. Additionally, cts provided instructions for returning the faulty pump using a pre-paid label within ten days, which the caller acknowledged.